Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer initially tested on the meter at 9:30 a.m. With a result of 4.6 inr. The customer re-tested on the meter within minutes and got a result of 3.0 inr. The customer used a different finger for each test. The customer thought the result of 3.0 inr was correct. No changes were made to the customer's medication dose. The customer's therapeutic range is 2.0 - 3.0 inr. No treatment was necessary. No adverse event occurred. The customer feels ok. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not had any changes to his warfarin dose and is not taking any new medications. The customer has had no diet changes, has not been ill and is not experiencing any bleeding or bruising. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Retention test strips (304974-23) were tested in comparison to masterlot # 28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Roche diagnostics has issued a recall for this issue.